Event description:
It was reported that the deployment system was unable to cross the lesion; therefore, the system was exchanged over the wire for a pta balloon to open the lesion. Before the deployment system was reloaded over the wire a link was noticed in the outer sheath; however, the interventional radiologist decided to use the system for deployment. The stent could only be partially deployed. Upon removal the stent became stuck inside the sheath and fractured off as the delivery system was removed from the pt. The detached part was removed per cut-down. Two vascular stents were deployed successfully to cover the lesion in the sfa. The pt was reported to be asymptomatic after the surgery.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been previously reported for this lot number. Based on the sample evaluation results it is confirmed that the release mechanism was activated by trigger usage and that the stent was partially released when the breakage of a force transmitting component occurred. No indication was found for mfg related issues. Potential product related and non-product related factors that could have led or contributed to the event report have been evaluated. The reported tight lesion and the repetitive attempt to cross the lesion may have been contributing factors to the event reported. The IFU (instructions for use) states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent system. Remove the stent system and replace with a new unit'. The IFU also mentions: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used'. Further the IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used."